Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had loop on end and had opened while being applied on skin using the subcutaneous suturing technique at the end of the procedure. They opened another suture in order to complete the case. There was no patient injury.